Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was most likely use related since initial positioning issue (impella in aorta alarm) happened during compressions.

Manufacturer narrative:
Updated information: d4 serial number updated.

Event description:
Clinical rationale: a 72-year-old female with a history of cardiomyopathy, cad, diabetes mellitus, and renal insufficiency, and whose pre support clinical status was consistent with scai shock stage c, was supported with an impella cp (sn (B)(6)) placed via the right femoral artery on (B)(6) 2026 at 09:47. During acls and chest compressions, an ¿impella in aorta¿ alarm occurred. The cardiologist advanced the device; however, the pigtail became entrapped beneath a papillary muscle, preventing achievement of an adequate pump position. The device was ultimately removed due to the positioning failure and exchanged for a new impella. The positioning issue was likely precipitated by CPR and deep advancement during resuscitative efforts, leading to pigtail entrapment and inability to maintain correct pump position, necessitating device exchange. There was no device involvement beyond the positioning issue, and no product return was expected. The patient survived to explant of both pumps. A data download was requested. The impella cp will be reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9: added devices return information.